Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial/lot #: (B)(4), ubd: 06-aug-2011, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 27-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. The patient was scheduled for a battery replacement. It was reported that there were high impedances on lead 1 during the procedure. The manufacturer representative was unable to determined which lead serial number the issues were on. The cause of the high impedances were undetermined. They were unable to run impedances pre-procedure. After the leads were seated in the new implantable neurostimulator (ins), the impedances were high. Contacts 0, 2, 3, 4, and 5 showed that they should be avoided with 40,000 ohms. The contacts were cleaned and they made sure that the contacts were dry when reseated. The patient was programmed in recovery and it was confirmed that they were able to get the desired stimulation for the patient by using the contacts that were okay on the lead. The issue was unresolved.